Event description:
Customer reportedly received results of 127 mg/dl and 335 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Customer's meter was not properly coded. Requested return of suspect device and replacement was sent.